Event description:
During a rotational athrectomy procedure, a pin hole leak was noted in the outer sheath. The lesion was located in a calcified and 90% stenotic left anterior descending artery (lad). The procedure was completed with another of the same device. Patient status is listed as "good".